Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that one sensor without electrode, no signal sensor and after removing sensor no electrode visible. Customer was advised that we will send a new sensor.